Event description:
A control solution test was performed on the teladoc blood glucose meter to verify the device's accuracy, and both results were outside the manufacturer's acceptable range. The patient did not receive any medical attention or treatment related to the device malfunction.

Manufacturer narrative:
Out of range results were reported from the teladoc blood glucose meter. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be submitted.